Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional information. The xience pro is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a de novo lesion in the proximal circumflex artery with moderate tortuosity, heavy calcification and fibrotic. Pre-dilatation was performed. A 3.5x23 mm xience pro stent delivery system (sds) was advanced but could not cross the lesion due to the heavy calcification/fibrotic and the proximal shaft separated into two pieces outside of the patient anatomy. The separated portion was simply withdrawn from the patient anatomy. Another 3.5x23 mm xience pro sds was advanced but could not cross the lesion due to the patient anatomy and the shaft got kinked. A 3.0x15 mm xience pro sds was advanced but was not able to cross the lesion due to the patient anatomy. There was no interaction of devices. After using an unspecified cutting balloon, a 3.0x23 mm xience pro sds was advanced and was able to cross the lesion successfully. There was no adverse patient effect and no reported clinically significant delay in the procedure. The patient is doing fine. No additional information was provided.

Manufacturer narrative:
Internal file number - (b)4). Correction: device returned. Evaluation summary: the device was returned for analysis. The reported shaft separation was able to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. The investigation determined the reported difficulties appear to be related to calcification in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Correction: it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not returning and is not available for evaluation. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to calcification in the anatomy. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.